Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a robotic sleeve gastrectomy and laparoscopic assisted sleeve gastrectomy, on the third firing, with a green reload, the doctor indicated that it looked like the staple was snagged after firing and the first half of the staple line came undone. The doctor over sewed with unknown suture. There were no patient consequences reported.